Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation could not provide a clear cause for the error. Although remedial action was taken on site, the copra/ceb board that was replaced and examined at the factory did not show any error and functioned as specified. Examination of the log files also failed to provide a clear indication of the cause of the error. However, according to system specialists, it is likely that the image chain in the digital image pre-processing (dipp) area had a temporary malfunction. Most likely, the copra/ceb board was affected by this malfunction. Whether this was due to a contact or temperature problem could only be assumed, but not verified. As the situation at the customer's site has since been rectified by replacing the component in question, it is no longer possible to carry out a further investigation on site. The malfunction described caused flickering images to appear on site. These were eliminated after service intervention. Therefore, the system experts assume a temporary hardware defect of the copra/ceb board, according to the error pattern probably in one memory bank of the two ram modules. This would explain the flickering images, because with such a fault only every second image on the monitor would be affected, which is perceived by the human eye as flickering. The system was repaired by replacing the affected component and the system works as specified. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported blurred images during x-ray. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.